Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had replace battery alert. The customer¿s blood glucose level was unknown. Customer reported that the firstly they did not received low battery alert prior to replace battery alert however, it was the second occurrence of the replace battery alert without low battery warning. Customer stated that the battery cap was not loose, cracked or damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss, problem isolated to electronic assemblies.